Manufacturer narrative:
It was reported that patient was experiencing visual disturbance from the iol, which was significantly interfering the activities of daily life. No further information has been provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). The returned sample was inspected at the manufacturing site under 12x microscope magnification. The lens was received cut into pieces, most probably due to the explant procedure. Visual inspection revealed lens can be identified as a tecnis multifocal acrylic 3-piece intraocular lens due to the type of haptics and presence of a diffractive ring pattern on the optic. Lens was observed to be contaminated with dust particles, which is consistent with the lens being handled outside of a sterile environment. Due to the condition of the returned sample, no further investigation was performed. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. Optical inspection showed lens was within optical power specifications. There are no associated nonconformity material reports with respect to the order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated order number. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
To initial report PMA/510k should be (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported to the intraocular lens (iol) was explanted in a secondary procedure from patient's right eye, due to refractive nausea. Incision was not enlarged and vitrectomy was not performed. A replacement lens was placed, replacement lens was a non-amo model. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.